Event description:
Soldering defect: device history record was reviewed, no issue has been found. Device history log was reviewed, multiple sequences of errors 21, 51 and 30 are reported. Errors 51 and 30 are a consequence of error 21. Received pump only. Confirmed the customer reported problem of "will not charge". Found that when moving the power cord, the ac icon indicator would turn on and off. Internal inspection found that the cause of this issue was that the ac inlet was not soldered to the main power board. Also, found that the battery was missing. Corrected issues by installing a battery and replacing the kit equerre which contains the ac inlet and main power board soldered together. After repair, device was found to meet specification. Regarding soldering defect on ac inlet, CAPA was opened in order to investigate the failure.

Event description:
Soldering defect.